Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels with ketones. The customer alleged that the pump was "defective". Although requested, the customer declined to perform system check with tandem technical support. No additional information was provided.